Manufacturer narrative:
The investigation reviewed the calibration data. The results were within specifications and there was no influence of calibration on the issue. The investigation reviewed the qc data. The qc was acceptable on the date of event. The investigation reviewed the alarm trace; the investigation reviewed the customer's handling of patient samples. The patient sample's clotting time was > 10 minutes. The investigation determined the clotting time seems to be very short. A general reagent problem was not present because the qc before the event was within the specified ranges. The investigation determined the event was consistent with a preanalytic issue at the customer site (micro clots due to short clotting time). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 310 ng/ml. The repeat result was 62.5 ng/ml. The sample was respun and repeated with a result of 13.9 ng/ml. The initial result was reported outside of the laboratory and amended to 14 ng/ml following repeat testing.